Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2012, for permanent birth control. Consumer decided to get her tubes tied after having her third baby. Her obstetrician suggested essure and made it sound great. After getting it she had severe cramping all the time, painful periods, headaches all the time, lower back pain. She had to have a partial hysterectomy on (B)(6) 2015 after having essure for two and half years. She was (B)(6) at the time of hysterectomy. Her left side had moved and was in her uterus. Consumer felt so much better after having essure removed. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that she had severe cramping all the time. She underwent a partial hysterectomy two and a half years after insertion. This event, interpreted as lower abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (partial hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that she had severe cramping all the time. She underwent a partial hysterectomy two and a half years after insertion. This event, interpreted as lower abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (partial hysterectomy). The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.